Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on an (B)(6) male patient during a carotid artery stenting surgery on (B)(6) 2013. The customer stated that an act expected goal of 250 was not achieved during the surgery with the amount of heparin given to the patient. Due to the aware date of (B)(6) 2013, there are no cartridges available to return for investigation. There was no baseline I-stat actk testing performed. Surgery start time: 10:39l 11:45 8000 units of heparin given (unfractionated heparin), 11:50 actk result- 226, 12:00 4000 units of heparin given, 12:02 actk result- 237, 13:00 1000 units of heparin given, 13:10 actk result- 215, 13:15 2000 units of heparin given, 13:25 actk result- 237, surgery stop time: 15:02. The patient was sent back to surgery at 17:00. The customer states that the patient bled and needed to go back to the or to see if the bleeding was from the surgical site. The site reported that the physicians believe the patient was over-anticoagulated. They stated that more heparin than normal was given due to an expected act target of 250 not being obtained. There were no transfusions needed and the patient was eventually discharged. At this time there is no reason to believe that a malfunction exists based on the information available. Apoc believes that patient care was impacted and an adverse event occurred as a result. There is no reason to believe that I-stat caused or contributed to the event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. I-stat actk cartridge lot# s12275 expired on (B)(6) 2013 prior to becoming aware on (B)(4) 2013. There are no retain cartridges available for testing. However, review of the device history records indicated there were no unexpected results observed in finished goods testing and cartridge lot# s12275 found to be functioning to specification. A search in the complaint handling database from (B)(4) 2013 revealed no related complaints. At this time there is no reason to believe that a malfunction exists. Cart lot# s12275 expired on 03/28/2013.